Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7327623. Our records show that this is the third instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of an incorrect activation of the device. Another possible source is the slide clamp, however the slide clamp for this complaint was found to be free from any burrs or sharp edges. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced leakage. The following information was provided by the initial reporter: it's noticed that the extension tubing was leaked and broken in penetration. The patient performed quite normally during the penetration. The catheter was removed and replaced.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced leakage. The following information was provided by the initial reporter: it's noticed that the extension tubing was leaked and broken in penetration. The patient performed quite normally during the penetration. The catheter was removed and replaced.